Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
Boston scientific received information that right ventricular (rv) lead was attempted due to unknown product performance issue. The lead was never in service. No adverse patient effects reported.

Event description:
This supplemental report is being filed as conclusion code was added. Boston scientific received information that right ventricular (rv) lead was attempted due to unknown product performance issue. The lead was never in service. No adverse patient effects reported.

Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.